Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited non-sustained rv oversensing episodes due to post-paced t-wave oversensing during a clinic visit. The patient was asymptomatic. Programming changes were made and further testing was recommended.